Manufacturer narrative:
Clarification to b3 date of event: partial date 2024. Continued e.1. Phone number: (B)(6).

Event description:
Healthcare professional reported "pain" and "grade IV capsular contracture", "marked folding", "cysts" diagnosed via ultrasound and mammography. This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "pain" and "grade IV capsular contracture", "marked folding", "cysts" diagnosed via ultrasound and mammography. This record is for the right side. Device was explanted.